Manufacturer narrative:
(B)(4). The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in a saphenous vein graft (svg) to the obtuse marginal (om) coronary artery. A 3.5x16mm rx graftmaster covered stent was deployed at 14 atmospheres (atm) and a 3.5x19mm rx graftmaster covered stent was deployed at 17 atm. While it was reported that use of both graftmaster devices did not cause or contribute to complications or adverse events, the perforation was not sealed and the patient experienced no re-flow (occlusion), had prolonged cardiopulmonary resuscitation, and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of occlusion and death are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.